Manufacturer narrative:
The complaint is under investigation.

Event description:
We have been informed that during posterior procedure, the jaws of the forceps were stuck together and not opening. The forceps were handed to the scrub sister who wiped them down and tried to open the jaws. The jaws did not release and a new forceps was opened and used. No report that actual patient harm occurred or surgery was prolonged or delayed.